Manufacturer narrative:
Qn#(B)(4). A lot number was not provided by the customer. A device history record (DHR) review was performed based on sales history. Per DHR the product visistat 35w 6/box lot # 73m1800244 was manufactured on 12/10/2018 a total of (B)(4) pieces. Lot was released on 12/21/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the bottom and the rail detached from the rest of the stapler. The pusher and the staples were loose. The sample appears used as there is biological material present on the device. It appears that the bottom was not properly welded to the cover block, which allowed the pusher and the staples to fall out from the stapler. The probable cause of this complaint is manufacturing related. A nonconformance 60049075 was previously opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. A nonconformance was previously opened to further investigate this issue. Since the lot number was not provided, it could not be confirmed whether the product was manufactured prior to the corrective actions. The reported complaint of "failure to function" was confirmed based on the returned sample. The stapler was returned with the bottom and the rail detached from the rest of the stapler. The pusher and the staples were loose. It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. The probable cause of this complaint is manufacturing related. A nonconformance was previously opened to further investigate this issue.

Event description:
It was reported that a staple got stuck in the device and did not come out when trying to use on a patient. When the user tried to use the device, the staples came out in a disassembled fashion. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a staple got stuck in the device and did not come out when trying to use on a patient. When the user tried to use the device, the staples came out in a disassembled fashion. Therefore, a new unit was used instead.